Event description:
I had breast implants in (B)(6) 2017. In (B)(6) 2018 I started getting fatigued during the day, I would wake up in the morning feeling more tired than when I went to bed. My skin, hair, and nails are all very dry. I have brain fog as well.